Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found there was image loss with angulation, the insertion tube had a heavy dent, and there was a customer sticker at the grip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope image went black. The issue was observed during a therapeutic procedure. The procedure was completed with a similar device and with a 30-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress was applied to the insertion tube, damaged the charge-coupled device unit, and caused image failure ¿no image during angulation¿. As a result, the user had to replace device, and the procedure was delayed 30 minutes. However, the root cause of the phenomenon could not be determined. The event can be detected and prevented by following the instructions for use which state: -the preventive measures are included in operation manual: 3.8 inspection of the endoscopic system: precautions. -the detection method is included in operation manual: 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed patient¿s anesthesia or sedation was extended to replace the scope. The condition of the patient was not impacted by the failure and the reported problem did not affect the diagnostic or therapeutic outcome of the procedure.